Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via the manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorder. It was reported the patient heard a bi-lateral beeping from both of here sc devices, had gotten a headache and also her dystonic symptoms returned. It was stated the beeping stopped on it's own but the patient was admitted to the hospital for their return of dystonic symptoms. The rep reported the patients devices were near end of service therefore the doctor would replace them both. No date was given regarding when the devices would be replace. Prior to the end of the call, the rep also mentioned that one of the contacts had high impedance but they weren't sure which contact.